Event description:
It was reported that during a cholecystectomy procedure the clip didn't close properly and didn't clamp the vessel. It is unknown how case completed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what shape was clip that did not close properly? The clips are crossed or sometime with clearance when the clip is begin to form. Was clip applied to vessel and then clip fell off or would not hold on vessel? The clip was applied in the vessel and didn¿t clamp the vessel. On which firing did this issue occur? In all. How was case completed? The case was finished with el5ml. Is device being returned for analysis? Yes. Any torquing or twisting of device? As I know no. Any noises or resistance felt when firing? No. Was clip fired over another clip or hard structure? No.